Manufacturer narrative:
Blood was observed on the adhesive pad. No damages were observed that would contribute to the reported bleeding event, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be stretched, resulting in a tear on the internal portion. The timing and cause of the observed cannula damage could not be determined.

Event description:
A malfunction was found in the investigation for the original report of bleeding at the infusion site with pain. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours.